Manufacturer narrative:
The insulin pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. The pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during priming. The customer will be sent a replacement pump.